Event description:
It was reported that during a davinci s gynecology procedure, the customer noted a frayed and snapped cable towards the tip of the cobra grasper instrument. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a broken grip cable sticking out at the wrist. There was no damage found on idler pulley. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. Additional observation not reported by site was abnormal wear on the main tube. The surface of the main tube was splintering off. The blue housing was removed and the clamping pulley showed signs of excessive residue residing around the pitch and grip cable. Engineering concluded that damage was likely due to improper cleaning process. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.